Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and the result was 1.7ng/ml. The accu tnl result was reported out of the lab and questioned by the physician. The customer collected a fresh sample from the patient and tested for accu tni on another instrument in their lab. The accu tni result was "<0.1ng/ml". The customer then tested the patient original sample for accu tni on another instrument. The accu tni result was "<0.1ng/ml". The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc performed prior to the event was within customer's specifications. System check ran on 06/04/2006 passed. The samples were collected in bd, 5ml, plastic lithium heparin tubes without gel separators. The specimens were sampled from primary tubes. A field service engineer (fse) was dispatched to the customer lab on 06/08/2006. The fse performed diagnostic and accu tni precision testing; all results were within specifications. The fse verified that the instrument was operating per established procedures. A sample handling was reviewed with the customer. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.